Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be performed.

Event description:
The event involved a tego¿ connector where the customer reported that the blood flow was diminished during treatment. There was a delay in therapy; although there was patient involvement there was no harm reported as a consequence of this event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.